Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017: during a follow-up, the customer's clinical diabetes specialist reported the customer changed their infusion set sites since experiencing the occlusion alarms and no additional occlusion alarms occurred. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple infusion site changes were performed and the occlusions continued. The customer¿s blood glucose (bg) levels during these events were reported as 71mg/dl, 314mg/dl, 413mg/dl, 476mg/dl and 530mg/dl. Correction boluses were delivered to address the elevated bg levels. A system check was performed for the first occlusion alarm and the pump performed as intended. No damage was noted to the infusion set cannula. Additional occlusion alarm occurred after the system check. The contact declined troubleshooting with tandem technical support (cts) to determine a possible cause of the additional occlusions. The t: connect pump logs were reviewed by cts and the occlusion alarms were verified and it was found that most occlusion alarms occurred during bolus deliveries. The t: connect logs also found no issues with the pump during these events.